Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Due to the cgm error, the pump basal iq feature was not operational and customer's blood glucose (bg) lowered (value not provided). Customer declined to provide additional information and declined tandem technical support's offer to troubleshoot.